Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 03:48pm. The result for the patient's sample was released on (B)(6) 2021 at 08:28am. The patient's sample resulted in a viral CT value of 35.6 which corresponds to a positive result. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was confirmed to be resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on plate-h037126 at position e12 with a floating blank located on c7. Floating blank serves as a secondary plate identifier to aid in ruling out switched plates before results are reported. In this case, the floating blank yielded a viral CT value of infinity which is considered acceptable. Furthermore, the sample was requested to be repeated by a cls on rack rh002636 e1 upon receiving a patient complaint. The repeated run resulted in a viral CT value of 36.0, giving similar results to the previous run and ultimately confirming the initial positive result. The plate was extracted manually by a cls using integra # 7,8 viafil # 2, kit lot # 500709 filter plate lot 599786, tcep lot 043021jp-tc1, wash buffer lot 042921mrc-ng2 and elution buffer lot 599509. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 378 was used for pcr. Upon confirming that the patient's result was a true positive, the patient's mother was informed on (B)(6) 2021 that her son's sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient received a positive result from curative, and then two negatives (1 curative and 1 outside provider ). The patient's mother (next of kin) claims that their son received a false positive result from curative.